Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The consumer reported that the last few times the patient had charged it was not efficient and the ins was not keeping a charge as long. The consumer reported that the patient charged and then 2 days later ¿he was out.¿ the consumer reported that the patient would say ¿that¿s good enough¿ while charging and was unsure if the patient charged to 100%. No complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.